Event description:
One device was returned with indication of a sensor issue by the customer. Evaluation of the returned device showed multiple motor rate errors as a result of a worn-out lead screw/clutch.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed multiple motor rate errors. Functional testing confirmed the issue of the motor rate error being due to a worn-out clutch, caused by an over torqued lead screw. The clutch and lead screw were replaced to address this issue.